Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: transducer plug is deformed. The retaining ring is worn, no secure hold in the generator, electrical test failed, maximum patient leakage current test failed, functional test hand switch standard power failed, double click function button works only high power and significant signs of water ingress were noted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited following malfunctions, the transducer plug is deformed, the retaining ring is worn, no secure hold in the generator, the electrical test failed, maximum patient leakage current test failed, functional test hand switch standard power failed, double click function button works only high power and significant signs of water ingress were noted. There was no patient involvement.